Manufacturer narrative:
Device passed the displacement test. Adjusted the audio options audio volume and found audio tone does not adjust accordingly. Pump error 63 alarm during self test. Pump error 63 alarm confirmed in the device history file due to broken trace at keypad assembly. Unable to verify unexpected low due to the pump error 63.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had button error. Customer's blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.